Event description:
It was reported that the pt expired. The cause of death was not reported. The report indicated that the pt had metastatic transitional cell carcinoma of the bladder and was on hospice at the time of death. Per the reporter, the death was unrelated to the implanted system. The pump was used to deliver hydromorphone 125.0 mcg/ml with a dose per day of 150.2mcg. The pump also contained bupivacaine 7.0 mg/ml and compounded baclofen 100.0 mcg/ml. The infusion rate was 1.2016ml.